Manufacturer narrative:
(B)(4). The device was returned to baxter for eval. The device was tested for 24 hours with no occurrence of ec 322. A review of the history log confirmed the ec 322 reported symptom. The eval was unable to determine the cause. Eval of known contributors to ec 322, had lead to the determination that the upper and lower arm were the failing components and were replaced.

Event description:
The customer reported that the spectrum pump displays system error 322 alarms. The customer reported that there was no pt injury. No further info was available.